Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g that 5 pen needles clogged during flow check. The following information was provided by the initial reporter: consumer reported found 5 pen needles that clogged during flow check - discard.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g that 5 pen needles clogged during flow check. The following information was provided by the initial reporter: consumer reported found 5 pen needles that clogged during flow check - discard